Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) requested and received the cannula for evaluation. The device is currently under investigation. A supplement medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4). It was reported that during patient treatment when trying to insert the introducer it was recognized that it was not possible due to a deformed introducer tip. The "be-pas 2115#be-hls cannula 21f as" device in question was therefore replaced. This had no negative consequences for the treated patient. (B)(4).

Manufacturer narrative:
The sample was returned on 2016-06-23 and a visual inspection was carried out in the laboratory at the maquet (B)(4) site. The deformed tip failure was confirmed. However, as the device was returned incomplete, without the protective cover, a root cause could not be established. The absence of the protective cover can allow damage to occur to the tip under a number of conditions: storage, handling, transport etc. The product is always shipped with the protective cover from the factory. A device history review of lot 92167396 was performed and the investigation found no abnormalities and all the controls were completed in accordance to the process control form. No systemic issue was identified from the complaint database review but the data, however, will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. Please note this is the final report.

Event description:
(B)(4)

Manufacturer narrative:
The device was returned to the manufacturer for evaluation: due to the visual inspection and the comparison with the basic operation procedure (bop) 9204415 it could be determined that the cannula in question and its introducer are strongly bent. A measurement of the introducer's tip inner diameter was not possible since it was strongly deformed. Furthermore a simulated application was not possible to be carried out as the guidewire in question was not returned. The claimed failure that the tip of the introducer was deformed could be confirmed. A review of the device history records (DHR) has been performed and no abnormality could be found. All controls were done according to the process control form. The most probable root cause for the claimed failure could not be determined yet. A supplement medwatch will be submitted if/as soon as additional information becomes available.

Event description:
(B)(4).